Manufacturer narrative:
This event occurring on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set leaked during power injection of contrast in the radiology lab. The reporter stated that the set had split or burst. There were no visible irregularities with the product noted prior to use. All the luer connections were checked to ensure they were secured prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the device was used with a power injector, which is a use error. This product is not designed for power-injection procedures. Should additional relevant information become available, a supplemental report will be submitted.